Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to "scan in 10 minutes" message displayed for upto 2 hours or more after 8 days of wearing the adc freestyle libre sensor. Customer further reported he experienced "low sugar with symptoms of tiredness, sweating, uncomfortable and subsequently lost consciousness." Customer was treated orally with apple juice and dex 4 glucose tablet by his family member. Customer additionally reported that he checked into hospital the next day, however no further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported being unable to test due to "scan in 10 minutes" message displayed for upto 2 hours or more after 8 days of wearing the adc freestyle libre sensor. Customer further reported he experienced "low sugar with symptoms of tiredness, sweating, uncomfortable and subsequently lost consciousness". Customer was treated orally with apple juice and dex 4 glucose tablet by his family member. Customer additionally reported that he checked into hospital the next day, however no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was returned and fully seated. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed, and sim vivo test was performed. All results were within specification. No malfunction or product deficiency was identified.